Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage at the artery connection port of a polyflux 140h dialyzer during treatment. No alarm was triggered. The reporter stated that there was no visible defect on the dialyzer and no issues noted during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. No leaks or cracks could be identified through inspection of the photographs. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.